Event description:
It was reported that the ventilator's graphic user interface was inoperable. The ventilator was not on a patient at the time of the event. The technical support engineer (tse) troubleshot the issue with the customer over the phone. The customer to replace the graphic user interface (gui) printed circuit board (pcb). Medtronic was not authorized to service the ventilator.